Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was able to load a cartridge, clear the alert and resume insulin therapy. Customer¿s blood glucose level was around 55-211 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.